Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was pulled off the shelf and the monitoring voltage was 3.14v. The device has never been taken out of storage and no capacitor reformations done.